Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had hazy screen and insulin pump had unexpected restart. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had a errors when battery changes out, to update time and date after every battery change, bad battery alert, made grinding noise during rewind, rewind was louder than usual, random no delivery alarms and insulin pump error. The insulin pump will not be returned for analysis.